Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: on (B)(4) covidien (B)(4) received a claim regarding a piece of mesh. On (B)(6) 2013 a gynecologist from (B)(6) inserted this implant. Immediately after the operation the patient suffered from severe complaints (not listed) and as a consequence was submitted to (B)(6) on (B)(6) 2012. Lot number is not known.